Manufacturer narrative:
Additional information: h6 and h10. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a disconnection between the titanium adapter and the transfer set occurred which resulted in peritonitis. It was not reported if the patient was hospitalized for the event. On an unspecified date, the patient received unspecified antibiotic treatment (dose, route, and frequency not reported) for peritonitis. The patient¿s outcome was not reported. At the time of this report, the patient had stopped pd therapy and was transferred to hemodialysis. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address; (B)(6), should additional relevant information become available, a supplemental report will be submitted.